Event description:
It was reported that cs300 intra aortic balloon pump was not holding the charge. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields:b4, e2, e3, g3, g6, h2, h3, h6- (type of investigation code, investigation findings code, investigation conclusion code,), h11. A getinge field service engineer (fse) was not able to reproduce the problem stated. Performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.